Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii y 24gax0.75in prn ec slm npvc cap was loose. On (B)(6) 2024, when performing venipuncture on the patient, it was discovered that the heparin cap of the indwelling needle had fallen off.

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable fmea/eura indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.